Event description:
This lead was implanted on (B)(6) 2008 and was capped on (B)(6) 2011 due to an impedance issue. High shock impedance measurement was greater than 125 ohms. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).